Event description:
Customer called lfs in 2002 alleging that their meter was reading inaccurately erratic and only prompting "not ok". Customer indicated that they were feeling weak. Customer reported obtaining a "90 mg/dl, 206 mg/dl, and 114 mg/dl" within 10 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Customer did not receive any medical care from a healthcare professional. No adverse event or serious injury occurred. Customer had been using expired test strips. The meter started eventually prompting "not ok" and customer was unable to obtain a blood glucose reading. Time and date of the "not ok" issue is unknown. Customer service representative was unable to resolve the issue. The meter and test strips were replaced.